Event description:
In july 2003, a patient received a platelet apheresis product at 06:45. At approximately 08:30, the patient exhibited symptoms of chills, increased blood pressure to 200/100, increased respiratory rate and an oxygen saturation of 86% on room air. Reportedly, the patient had previously experienced episodes of oxygen desaturation unrelated to transfusions. No pre-transfusion blood pressure was documented on the transfusion reaction form. Earlier in the day, a blood pressure entry in the patient's chart was 180/100. The pathologist reported that the patient was severely ill prior to this transfusion and had previously had positive bacterial and fungal cultures. No patient blood cultures were performed post-transfusion due to the broad spectrum of antibiotic coverage and antifungals the patient was on at the time of the transfusion. The patient recovered to the previous baseline clinical condition and was discharged to hospice care in 7/03.